Event description:
Reporter noted relaese of fine flakes of shiny/reflective metallic looking substance when entering anterior chamber and applying ultrasound energy. Flakes scattered throughout anterior segment, embedded in iris, anterior surface of capsule, and throughout lens. Surgery continued without complication; intraocular lens placed into capsular bag. Surgeon believed all particles were removed during surgery. However, under slit lamp analysis next day, observed some particles. Pt reported as fine, with no complications related to event. No additional procedure required to remove remaining particles.